Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the excessively tortuous mid right coronary artery. After the vessel was prepped, a 2.25 x 12 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a buddy wire was inserted. The device was advanced again but still failed to cross the lesion. Subsequently, the vessel was prepped again and a non-bsc guide extension catheter was advanced. Upon inspection of the 2.25 x 12 synergy ii drug-eluting stent prior to re-entry, it was noted that one of the stent struts had burred or kicked up. The procedure was then completed with another 2.25 x 12 synergy ii drug-eluting stent. No patient complications nor injuries were reported.